Event description:
It was reported that during a foot procedure using a topaz microdebrider icw wand, allegedly the surgeon thought that a plastic piece may have fallen off of the wand tip and into the surgical site. The procedure was completed successfully using this same wand and there was no visible sign of debris in the surgical site. The surgeon stated that he did not feel it was necessary to do an x-ray on the pt. There were no significant delays or pt complications reported as a result of this event.